Manufacturer narrative:
Follow-up #1: date of submission 10-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, the audio bolus button (abb) cover was found to be missing. There was no defect found on the abb contact. The original complaint of an abb response issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage) issue. The reporter alleged the audio bolus button was under responsive prior to alleged audio bolus button damage. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.